Event description:
It was reported that, nail was implanted and first 2 attempts to drill the oblique screw failed and drill bit snapped. We removed the nail and attached a 2nd targeter, checked alignment and reinserted the nail. A 3rd attempt was made to drill the oblique hole and the drill bit snapped a 4th drill bit was opened and surgeon was able to successfully drill the oblige screw hole and insert a screw. However, when he tried to remove the tissue sleeve, it cold-welded to the targeter and a pliers and hammer were needed to remove it. A portion of the 3rd drill remained in the pt.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report. Same patient event as MDR 9610622-2010-00008.